Manufacturer narrative:
The calibration was last performed on 24-may-2024 and it was acceptable. The qc recovery was within the customer's established ranges. No indication of a performance issue with the reagent. The alarm trace did not show any abnormality on the date of the event. The centrifuge time was 3500 rpm and the speed was 5 min. The centrifuge time might be too short per the tube manufacturer¿s recommended guidelines. The field service engineer indicated that the reagent pack was nearing the end of the onboard stability. He then replaced the reagent pack. The service action (replacing the mg2 reagent pack) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The mg2 reagent lot number was 75024001 with an expiration date of 30-jun-2025. Qc was within range. The field service engineer (fse) found that the mg2 pack onboard stability was days from the expiration date. He replaced the mg2 reagent pack. The fse performed qc and precision studies and they were within specifications. He then checked all system adjustments and alignments and observed the mechanism checks and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with magnesium gen.2 (mg2) assay on a cobas c303 analytical unit. On (B)(6) 2024: initial result: the exact value was not provided but it was mentioned to be "1. Something" mg/dl and was considered critical. 1st repeat result: 2.1 mg/dl (auto-run). This result was reported to the provider. The original sample was then repeated and the 2nd repeat result was 1.2 mg/dl. Reportedly, an amended report with the correct result of 1.2 mg/dl was issued and reported to the provider.